Event description:
It was reported via repair work order that the headend lift hi/lo was inoperable. The manual CPR may not have been functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the headend lift hi/lo motor was inoperable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with model, serial number, and evaluation results as reported by customer. Customer sent parts to do own repair. Customer performed evaluation.